Event description:
Pt stated everytime medicine was injected into PICC line, pt felt pain in their underarm. Facility brought pt to specials, fluoroed. Pt PICC in good position, injected contrast and visualize leak. PICC replaced no problems at this time.